Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer just received a new insulin pump. Customer's blood glucose level was 166 mg/dl. Troubleshooting was performed and customer stated that the insulin exited the tubing. Pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer stated that she lost 50 lbs. Customer will be sent samples to try. Customer was advised to change the set every 2 to 3 days. No further assistance needed.